Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was 200 mg/dl at the time of the incident. The customer was provided guidelines on how to resolve the issue but there was no indication that the alarm was resolved during the call. The insulin pump will not be returned for analysis.